Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hysterectomy, while closing the vaginal cuff, the needle broke and fell into the patient's cavity. An x-ray was performed twice to make sure that both pieces of the broken needle were found which resulted to an extended surgical time of more than 30 minutes.